Event description:
Related manufacturer report number:3006705815-2024-00457.it was reported that the patient was experiencing ineffective relief from their scs system as well as pain at the site of their ipg pocket. It was noted that the patient has felt no pain relief since the date of their original implant. Surgical intervention may take place at a later date to address the issue.

Manufacturer narrative:
Section a4: during processing of this incident, attempts were made to obtain patient weight. Further information was requested but not received.section b3: event date is estimated.

Event description:
Additional information was received indicating that the patient's ipg was explanted, replaced, and therapy was restored.

Manufacturer narrative:
The event of explant intent was reported to abbott. The patient was experiencing ineffective relief from their scs system as well as pain at the site of their ipg pocket. The patient's ipg was replaced. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.